Event description:
The physician was using a stryker core drill with a codman perforator to drill a burr hole in a patient's skull. The burr is supposed to stop immediately after breaking through the skull. In this particular instance, the burr did not stop but instead went through the dura. The burr was removed.